Event description:
Consumer complaint of erratic results. Customer did not want to perform a test during call. Previous blood results in meter memory: (B)(6) at 6:27 p-228 mg/dl, 5/20 at 6:27 - 145 mg/dl, (B)(6) at 6:27 p- 591 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.